Event description:
Pt to or for lap chole. Surgeon used ethicon ligamax ref#el5ml clip applier. Lot # f4mz7x exp. # 2013-12. The first clip was fired and did place. However, the applier make some strange sounds and did not feel 100% normal. When the second clip was fired the unit hung up. It would not release the clip. The surgeon had to fiddle with the device to get it to free up (the clip was attached to the patient's tissue). The applier did free up. A second ligamax was opened and the case was completed. Surgeon reports no harm to patient. Have not heard back yet from the manufacturer.